Event description:
On (B)(6) 2009, I underwent a left total hip arthroplasty. I received a depuy pinnacle 300 acetabular cup size 52 mm with a 36 mm metal insert and an aml large stature femoral stem size 12 with an articul/eze metal on metal 36 mm -2 head. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: degenerative joint disease, right hip.